Event description:
Additional info received via email 7-oct-2022: event date updated. No patient harm was reported. Event occurred during annual maintenance

Manufacturer narrative:
B3: event date: 07/18/2022. Additional event information received indicating no patient involvement and date of event was received. H6: event problem and evaluation codes: updates not required.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown, no information provided to date.

Event description:
It was reported that during device testing the temp would over temp at forty-three degrees celsius, but the temperature check was noted at forty degrees celsius. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked enclosure. Functional testing found the over temp alarm went off once the liquid crystal display (lcd) read 43 degrees but the actual temp of the water was 40 degrees confirming the customer complaint. The root cause of the reported issue was found to be user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).